Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 8/19/2015 - plaintiff's preliminary disclosure form was received, which provided product code/lot for sleeve & stem. Complaint updated on 8/27/2015.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: injury to her body and limbs, all to her general damage, in a monetary sum. Update: (B)(6) 2012, of plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. (Right hip) dob added. There was no new information that would change the outcome of the investigation. Hip to cup, added head. Update rec'd: 6/26/2015 - litigation papers received. Revision was reported. Litigation alleges patient suffered from elevated metal ion levels in the blood and pain. Due to the allegation of metal ion levels, the sleeve and stem are being reported. The complaint was updated on: 7/21/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.